Manufacturer narrative:
During a coronary intervention, an atw steerable guidewire would not rotate, as expected. The unit was removed and no pt injury occurred. The target vessel (lad) was described as tortuous; femoral access was used. No anomalies had been noted prior to use. The wire was not kinked and a torque device was used with the wire. One non-sterile atw steerable guidewire was returned for analysis coiled inside of a plastic bag. The coated portion of wire presented no damages. The distal tip was bent, kinked and stretched. Evaluation confirmed the distal tip was stretched. A lab sample prowler 14 microcatheter and a torque device were used to perform a functional analysis using proper technique. The torque response test was performed as follows: first, the microcatheter was flushed and then the guidewire was introduced through the microcatheter without difficulty. Then, using the lab sample torque device, the guidewire was rotated in both directions without noticeable difficulty either way. A review of the device history records relative to the manufacturing, inspecting and packaging of the lot indicate this product was final inspection tested and was determined to be acceptable. The torquing difficulty could not be confirmed during analysis, the product torque normally during functional testing. Stretching of the distal tip was confirmed. Review of the available information suggests that vessel/lesion characteristics or procedural factors may have contributed to the event. There are no indications that this is related to the manufacturing process. No action will be taken at this time.

Event description:
During a coronary angioplasty, the guide wire does not rotate. Finally, the physician used other guide wire to finish the procedure. The target lesion location was the left anterior descending artery (lad). The vessel was described as tortuous. The product was properly inspected and prepped. The physician made access at the femoral artery. There were no acute bends or curves present when tracking the wire to the lesion. The wire was not kinked. A torque device was used in the procedure. There was no difficulty with the second wire that was used in the procedure. There was no injury to the patient. The product was returned for evaluation and testing and results showed that the distal tip of the guidewire was stretched.